Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #1). An additional emdr was submitted to represent the bard flat mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) (x2) on (B)(6) 2007 and (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2007) is considered to be a best estimate. This supplemental emdr represents the bard/davol - bard flat mesh (device #1). An additional supplemental emdr was submitted to represent the bard/davol - bard flat mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) (x2) on (B)(6) 2007 and (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of bard flat mesh (device #1). Per op notes, "a bard flat mesh (device #1) was placed and sutured." (B)(6) 2009 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with implant of bard flat mesh (device #2). Per op notes, "a bard flat mesh (device #2) was placed and sutured." (B)(6) 2010 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with explant of mesh (device #1 & #2) and implant of synthetic mesh. Per op notes, "there was a chunk of bunched up mesh and significant adhesions which were taken down. The mesh (device #1 & #2) was excised entirety, and a synthetic mesh was placed and sutured."